Event description:
It was initially reported that during patient use, the ventilator emitted an alarm sound similar to that heard during power-off. When the nurse arrived at the bedside, less than 10 seconds later, the ventilator had already resumed ventilation. The patient remained stable and experienced no harm. The ventilator displayed the message ¿unit restarted, check settings, check apps deactivated,¿ but continued to function normally. The patient remained connected to the ventilator. Nihon kohden orangemed (nkom) reviewed the device logs and determined that a system restart event did not occur on the reported device. Nkom contacted the distributor to verify the serial number, and the hospital confirmed that the serial number provided was correct. The hospital clarified that the issue involved the graphic user interface intermittently going black for approximately 1¿2 seconds before returning to normal. Patient ventilation was maintained throughout the event. The distributor's senior engineer, who talked to the hospital, suspected that it is possible that the log file does not record any error because the machine was still operating while the screen went black. The ventilator has been working normally since then.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator emitted an alarm sound similar to that heard during power-off. When the nurse arrived at the bedside less than 10 seconds later, the ventilator had already resumed ventilation. The patient remained stable and experienced no harm. The ventilator displayed the message ¿unit restarted, check settings, check apps deactivated,¿ but continued to function normally. The patient remained connected to the ventilator.